Manufacturer narrative:
(B)(4), refer to investigation below: a testing protocol was executed to examine the performance of the architect total b-hcg reagent lot implicated in the complaint ticket (B)(4), along with seven other approved lots of architect total b-hcg reagents with respect to their ability to accurately detect b-hcg in abbott architect total b-hcg controls; biorad lyphochek immunoassay plus mcc; abbott architect total b-hcg panels and a range of 40 patient samples, which included 20 negative patient samples and 20 positive patient samples. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance; specifically the occurrence of false positives and the occurrence of false negatives. Additionally, positive and negative patient samples were tested alternatively to eliminate the possibility of carryover as the driver of falsely elevated results resulting from carryover from positive patient samples to negative patient samples thus leading to false positive results. All reagent lots generated control, mcc and panel values within specification, no false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested. Also there were no instances of carryover between positive and negative patient samples. From the investigation performed, the customer's observation could not be confirmed and a specific explanation could not be determined. A review of the architect total b-hcg package insert outlines limitations of the assay and provides adequate information. This is the final report.

Manufacturer narrative:
This report is being filed on an international product architect total b-hcg that has a similar product distributed in the us architect total b-hcg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated several serum samples from one patient generated positive results of approximately 40 miu/ml on the architect total b-hcg assay. When these samples were tested on the centaur method, negative results were obtained. No impact to patient management was reported.